Event description:
Physician was using two sprinter legend devices (3.0 x 20mm and 2.5 x 15mm) as part of a kissing balloon technique. The physician reported that it was difficult to advance the 3.0 x 20mm balloon possibly due to calcification in the vessel and that the shaft broke outside of the patient. It was also reported that the 2.5 x 15mm sprint legend device was difficult to remove from the patient. No patient injury occurred or clinical sequelae were reported. Device evaluation: the balloon had been partially inflated at the proximal side. Scratch marks were present on the balloon. The hypotube had detached 25cm distal to the strain relief. Numerous kinks were present on the proximal hypotube portion. The distal portion of the device was inflated and maintained pressure. The hypotube was cut from the device. The distal shaft was inflated and maintained pressure; confirming no leak on the distal shaft. Cine image evaluation: procedural images provided show the isr in the lad and ostium of d1. Severe calcification is evident in the procedural images. (Ref MFR # 9612164-2011-01750, 2184009-2011-01751).

Event description:
Ref MFR # 9612164-2011-01753, 9612164-2011-01754.

Manufacturer narrative:
(B)(4). Results: severe calcification, previously deployed stent has most likely contributed to the difficulties experienced during the procedure. Conclusion: severe calcification, previously deployed stent has most likely contributed to the difficulties experienced during the procedure. (B)(4).

Manufacturer narrative:
(B)(4)